Event description:
There was a break in the patient's skin integrity resulting in baclofen pump contamination. The device system was removed. There was reported to be no patient injury. The patient recovered without sequelae. The device system was used to deliver lioresal.

Manufacturer narrative:
(B) (4): the device system has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.